Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink was able to be confirmed. The failure to advance and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, 90% stenosed, restenosed lesion in the distal right coronary artery. The xience prime 2.75 x 23 mm was unable to cross the lesion. It continued to fail and after several attempts, force was applied to cross and the proximal shaft kinked outside of the patient. During access and removal, resistance was felt that was due to the interaction with the vessel. Another xience prime 2.75 x 23 mm was used and the procedure was successfully completed. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.